Event description:
It was reported that the non-medtronic right ventricular (rv) lead exhibited high impedance, noise, and consistent capture could not be verified. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).